Event description:
The customer reported to olympus that the evis exera iii xenon light source was displaying error codes b30 (no image transmission) and e216 (endoscopy transmission). There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation for the error codes displayed was not confirmed. Additional issues were identified during the device evaluation: the chassis was deteriorated; the front panel was cracked; corrosion was on the top cover; the housing was corroded in several places; the output socket is cracked; the ceramic sleeve in the output socket is broken; and the socket is heavily soiled and worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.